Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 600 mg/dl range yesterday. The patient experienced two bent infusion set cannulas; the cannulas were bent almost in half. The customer had a high level of ketones and described her hyperglycemia as "a very painful experience". Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.